Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, (B)(6) 2015.

Event description:
It was reported that the right ventricular lead (rv) had high thresholds. The patient is pacemaker dependent so the physician opted to implant a leadless implantable pulse generator (ipg). The existing ipg and rv lead were left in place at this time as a back up to the leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.